Event description:
The facility reports, resident had the sling wrapped around him to prepare him for lifting. As the resident was being lifted, the sling gave way and the resident went back down onto the chair or bed. No injuries were reported.